Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2015 with the following findings: the pump powered on with the returned battery cap. The display was fully illuminated and not blank. There was evidence of moisture contamination on the underside of the battery cap. There were call service 054 errors observed in the pump's black box on (B)(6) 2014. There was no evidence of additional moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.